Event description:
It was reported that the pt's catheter was placed 3 inches away from where it should have been placed. It was later reported that the pt had a csf leak. The pt had a return of symptoms. The caller never had therapeutic effect. The pt's catheter was scheduled to be revised. The pt reported spontaneous and intermittent spinal headaches and nausea for the past 2 months. The pt was treated with a blood patch twice. The pt saw a different health care provider and was told to not lay flat for 12 - 24 hrs. It was later reported that the pt's pump was replaced and the catheter was revised, the date was not reported. The drug used in the pump at the time of the event was compounded baclofen and another drug that was not reported. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).